Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, activation was started after puncturing the needle to the patient. The display of the temperature was not steady, then the position of the needle tip was changed and the power was turned on again but the event was not improved. In order to prevent the dissemination, ablation was performed even when the temperature was not stabilized, then the needle was removed and a new needle was opened, puncturing and ablation were performed again. Although the procedure was extended, it was confirmed with the echo after the operation that the ablation was done without problems. The status of the patient is still under observation.